Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, there was a sudden drop in pressure and the balloon leaked. Upon removal of balloon, a hole was noted. Another like device used to complete the procedure with no pt consequence.